Event description:
It was reported the physician elected to abandoned the trial procedure due to lack of patient cooperation with sedation. The trial may occur at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.